Manufacturer narrative:
(B)(4). The failure mode, cuff won't inflate, was confirmed in the received sample. A pin hole was found. An inspection of the process was conducted and it was found that the molding machine had a resin leak between the die and connector causing the melt resin to stick on the cuff. This can contribute to a pin hole. The die was replaced. Manufacturing process was reviewed and currently, there is not any potential risk. Inflation/deflations tests are performed for all taperguard products. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4).

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.